Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The em field generator was returned to the manufacturer for analysis. Analysis found that inside the emitters lemo connector to the axiem box, several pins were found to be bent preventing the lemo connector to be fully inserted in the axiem plug. Analysis found that the reported event was related to a electrical issue. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was malfunctioning and was therefore replaced. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while checking the tracking details, the manufacturer representative was getting faults on the emitter and axiem box fields. The axiem field read "fault - axiem box system error. Cycle power on axiem box." The emitter field read "fault - low drive current. Please contact technical support." The emitter was then unplugged from the axiem box; the axiem box¿s status went green and the emitter showed as not connected. To confirm, the emitter was plugged back into the axiem box and the same initial red statuses were received. There was no patient present when this issue was observed.

Manufacturer narrative:
Correctional information received: date returned.